Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm the reported fiber tip break. However, analysis did identify a glue failure. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the complaint was not confirmed and a conclusion code of unintended use error caused or contributed to event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that that the mirror of the fiber broke after 2328 joules. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that the mirror of the fiber broke. The procedure was completed using another fiber. There were no patient complications.